Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the device snapped twice during surgery. The surgeon had inserted the plate using the percutaneous instrument system. The surgeon had put a distal k-wire in and wanted to use the pull reduction device proximally to get plate to bone compression. He inserted the pull reduction device through the outer sleeve which then gave him the desired outcome. The surgeon was then putting one of the threaded drill guides into one of the most distal holes when the scout nurse heard a snapping noise. The surgeon realized that the pull reduction device had snapped off at the near cortex. He then removed the distal k-wire and the plate. The damaged screw set was used to remove the remaining piece of the pull reduction device. When the nurse tried to remove the piece from the removal instrument, it snapped again leaving the device in three broken pieces. Once the snapped piece had been removed from the patient, the surgeon continued and successfully completed the procedure using the percutaneous system on (B)(6) 2013. No material has been received yet. This is report 1 of 1 for complaint (B)(4).